Event description:
The following was reported to hamilton medical ag: biomed states that device is showing tf231008, o2 valve leak and can't get rid of it. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).